Event description:
The initial procedure was a shoulder replacement due to arthritis. The patient was closed after the procedure. Post operative xray revealed humerus fracture. The patient had to be opened up again and during the procedure, the cable tensioner did not tension properly. A back up tensioner was used and the humerus surgery was completed successfully.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown rsa stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.